Manufacturer narrative:
After further review of the complaint, it was determined sections were filled out incorrectly in the initial complaint. In 2013 the treatment for high and or low blood glucose was not considered a reportable event. The customer did express the device had malfunctioned but did not contribute to a reportable serious injury.

Manufacturer narrative:
Unit had intermittent button response due to moisture damage on keypad trace. No button error alarms occurred.

Event description:
Customer reported via phone call to have received a button error alarm and was not able to clear. Customer's blood glucose was 49 mg/dl. Customer reported that alarm may have been due to moisture exposure as customer was sweating heavily. After troubleshooting, customer was advised that insulin pump would need to be replaced.